Manufacturer narrative:
The initial report which states 'relates to c3922 (3014862188-2021-00766: tests 1 of 2)' should be corrected to 'relates to c3922 (3014862188-2021-00766: tests 2 of 2)'.

Event description:
User reported false positive results. Negative by pcr. This is report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00766: tests 1 of 2).

Event description:
User reported false positive results. Negative by pcr. This is report 1 of 2.